Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown sensor failure occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a unknown sensor failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.